Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had been rebooting in the middle of a procedure. A technical support specialist dialed into the station, and the main issue appeared to be with the "automatically restart" option under startup and recovery settings, and the main issue was in anes11 and contacted technician to replace the battery to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the pyxis machine was rebooting at middle of the procedure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.